Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 340 mg/dl and 102 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in the meter's memory. This is a final report.

Event description:
Device issue: failure to deflate. Time of device issue: during the procedure. Adverse event: none. It was reported that the proximal left anterior descending (lad) had a lesion with 95% disease. After pre-dilatation, an xience v 3.5 x 15mm was used to treat the lesion in the proximal lad. After the deployment of the stent, when during the attempt to deflate the balloon, the balloon did not deflate and remained in the inflated state. After repeated attempts, the balloon was pulled back into the guiding catheter in the inflated state through the left main artery. Though requested, no add'l event or pt info is available.